Event description:
The tech alleged the brake casters and brake steer casters would not hold. No pt impact.

Manufacturer narrative:
The tech replaced the brake casters and the brake rear steer casters to resolve the issue.